Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the instrument on-site and identified the s probe inner wash valve was defective causing the bubbles in the sample dispensing tubing when sample priming was performed. The fse replaced the s probe inner wash valve to resolve the issue. The instrument passed calibration and quality control testing was in range. The customer was satisfied. No further action is required. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported that the sodium (na), potassium (k) and chloride (cl) results of a patient sample was low on the au5800 clinical chemistry analyzer ion selective electrode (ise) unit (p/n: a94928, serial # (B)(6). Repeated results met the customer's expectation. There was no injury, death, or delay/change in treatment associated with this event. The beckman coulter field service engineer (fse) confirmed that the initial na, k and cl result of the sample was close to zero value. The detailed results were not provided by the customer. The customer did not provide patient demographics.